Event description:
It was reported to boston scientific corporation that an advanix biliary stent with naviflex delivery system was used during an unknown procedure performed on (B)(6) 2026. The catheter detached from the holder, resulting in a delay in the procedure; however, the procedure was completed. There were no patient complications reported as a results of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of catheter guide break.